Manufacturer narrative:
The device was returned as an asset return and evaluated. Upon evaluation, there was foreign material found in the endoscope. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii duodenovideoscope, model number tjf-q180v, was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the endoscope. There was no procedural or patient involvement associated with this event. The device was returned and evaluated, and foreign material was found in the endoscope. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and corroded. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.